Manufacturer narrative:
Review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: deployed manta, resulting in partially occluded vessel. Additional information on 23mar2022: a 5.0 x 20 ptca balloon inflation was performed at the site. A small residual leak was noted on subsequent angiogram. Manual pressure was applied for approximately 5 minutes. Site looked and felt to be normal. Staff notified us that a surgical cutdown had to be performed to repair the site later that afternoon. Also, the operator indicated that the complication was likely due to the patients anatomy and not the fault of the device.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was received and reviewed by the investigative team; and does not indicate a partial occlusion present. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was planned for closure in the right common femoral artery (cfa). A single stick was performed to obtain a central positioned access. The arteriotomy was 6.0mm x 6.4mm, mild calcification - no calcification noted in central right cfa, and a depth measurement of 3cm + 1cm. No issues were encountered advancing or withdrawing procedure sheaths. However, the physician had trouble advancing the valve through the procedural e-sheath. Following deployment, a partially occluded vessel was noted. Balloon inflations were applied, and a follow up angio indicated a small residual leak. Manual pressure was applied; and the site appeared and felt to be normal. Later in the afternoon the patient required a surgical cut down to explant manta and repair the site. The physician indicated the complication was likely due to the patient's anatomy and not the fault of the manta device. Due to insufficient information regarding the initial and deployment procedures, patient conditions and environment, and no information regarding manta positioning during surgical cut down a root cause for the partial occlusion can not be determined. The IFU procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include late arterial bleeding. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.